Manufacturer narrative:
(B)(4). This is a report of a use error in which the patient connected during prime, then disconnected, and received a se2240 when the device cycled into initial drain. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp had connected during prime, then disconnected, and when they returned to therapy the device was alarming. The technical service representative (tsr) explained the alarms and advised the hp they needed to start over with all new supplies on the hc and why this was needed. The tsr instructed the hp to never connect to hc before priming is completed. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.